Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. The handswitch was replaced. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging device being used for a cervical fusion procedure. It was reported that the hand switch could not be used for a regular 2d scan. The site switch to using the foot switch and was able to proceed with the procedure. There was no surgical delay and no impact on patient outcome.